Manufacturer narrative:
(B)(4)

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An external visual inspection was performed and passed. Open and interior inspection was performed and failed due to moisture damage. The log was downloaded and reviewed finding no errors related to the complaint. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.